Event description:
It was reported a patient's pacemaker presented with an incorrect interpretation of signal and inappropriate low voltage output. Programming changes were made to restore normal parameters. The patient was stable.